Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the failure of the operational amplifier of the dr board occurred because the device was manufactured prior to a design change in the operational amplifier circuit design of the dr board (see h4). The design change was carried out on april 16, 2018.

Manufacturer narrative:
Device was evaluated. Inspection found no image on 180¿s scope series due to faulty patient board set. Old type switch and faded front panel was also noted. In addition, the device was found running an old software version and needs to be upgraded. The rest of the other device functions, output images are found normal. Based on evaluation findings, the reported issue was identified to be attributed to a faulty patient board. The root cause of the faulty patient board was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
During an asset return inspection the device was observed with no image on 180¿s scope series , faulty patient board was found. There was no patient involvement, no user injury reported due to the event.